Manufacturer narrative:
Correction: the correct catalog # us 92132; not 92135 as previously reported.this report is filed july 24, 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was prescribed oral amoxicillin c. On (B)(6) 2013. It was also reported that, as of (B)(6) 2013, the infection had resolved. The implanted device remains.

Manufacturer narrative:
(B)(4) the implanted device remains.